Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead was difficult to implant. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.